Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15oct2019. The touchscreen will be replaced by the service engineer (se). The se replaced the touchscreen to address the reported issue.

Event description:
It was reported that the ventilator had a bad touchscreen. Reportedly, the issue was with the touchscreen calibration. There was no patient involvement.